Event description:
Boston scientific received information that high out of range shocking impedances were displayed on this device. No adverse patient effects were reported. This device and right ventricular lead remains implanted.

Event description:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
--